Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), the first episode of menometrorrhagia ("menometrorrhagia"), the second episode of menometrorrhagia ("persistent metrorrhagia and abundant menorrhagia"), device dislocation ("left essure is of indeterminate location, relatively distal") and post procedural haemorrhage ("very significant bleeding during the 1st month after the mirena placement") in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system for menometrorrhagia. The patient's medical history included c-section in 1996, c-section in 2001, c-section in 2008, ex-tobacco user (3 pack years, stopped 10 years ago), hidradenitis, ophthalmic migraine, obesity, atrial septal defect in 2008, radiofrequency ablation in 2008, migraine with aura, pulmonary arterial hypertension, appendectomy and abscess drainage (incision in the right axillary fossa for verneuil's disease). Previously administered products included for an unreported indication: kardegic (acetylsalicylate lysine), sotalol (sotalol), previscan (fluindione), flecaine (flecainide acetate), aprovel (irbesartan), plavix (clopidogrel), cardensiel (bisoprolol fumarate) and inexium (esomeprazol). Concurrent conditions included sicca syndrome. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced somnolence ("daily drowsiness"). On (B)(6) 2013, the patient experienced sleep apnoea syndrome ("sleep apnoea syndrome"), 1 year 8 months after insertion of essure. On (B)(6) 2016, the patient experienced tinnitus ("tinnitus of the right ear, pulsatile tinnitus"). On (B)(6) 2016, the patient experienced dry eye ("dry left eye"). On (B)(6) 2016, the patient experienced eczema ("discreet, not very specific spongiform dermatitis, suggesting ¿possible eczema"). On (B)(6) 2017, the patient experienced dizziness ("dizziness"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and the first episode of menometrorrhagia (seriousness criteria hospitalization and intervention required). In 2018, the patient had mirena 52 mg inserted (intra-uterine). In 2018, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced ear congestion ("left ear being closed"). On an unknown date, the patient experienced the second episode of menometrorrhagia (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria medically significant and intervention required), general physical health deterioration ("health status progressively deteriorated"), adenomyosis ("uterine adenomyosis"), endometriosis ("pelvic endometriosis"), eye disorder ("eyes disorder"), pelvic discomfort ("pelvic heaviness"), fibromyalgia ("joint and muscle pain, more or less labelled as fibromyalgia"), migraine ("significant migraines") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("left fundular myometrial nodular formation"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with amoxicillin sodium;clavulanate potassium (augmentin), beclometasone dipropionate (rhinomaxil), carmellose sodium;glycerol (optive), ciclosporin (ikervis) and surgery (a total inter-ovariohysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. Mirena was removed in 2018. At the time of the report, the pelvic pain, the last episode of menometrorrhagia, device dislocation, post procedural haemorrhage, uterine leiomyoma, general physical health deterioration, adenomyosis, endometriosis, eczema, eye disorder, sleep apnoea syndrome, somnolence, dry eye, tinnitus, dizziness, pelvic discomfort, fibromyalgia, ear congestion, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, adenomyosis, device dislocation, dizziness, dry eye, ear congestion, eczema, endometriosis, eye disorder, fibromyalgia, general physical health deterioration, migraine, pelvic discomfort, pelvic pain, sleep apnoea syndrome, somnolence, tinnitus, uterine leiomyoma, the first episode of menometrorrhagia and the second episode of menometrorrhagia to be related to essure. The reporter provided no causality assessment for post procedural haemorrhage with essure. The reporter provided no causality assessment for abdominal pain, adenomyosis, device dislocation, dizziness, dry eye, ear congestion, eczema, endometriosis, eye disorder, fibromyalgia, general physical health deterioration, migraine, pelvic discomfort, pelvic pain, post procedural haemorrhage, sleep apnoea syndrome, somnolence, tinnitus, uterine leiomyoma, the first episode of menometrorrhagia and the second episode of menometrorrhagia with mirena. The reporter commented: from 20 to (B)(6) 2008, the patient was hospitalized for radiofrequency ablation of atrial fibrillation. From (B)(6) 2008, the patient was hospitalized for a second attempt at ablation of atrial fibrillation. An atrial septal defect (asd ¿ ostium secundum of 20 mm) was discovered at 30 years of age that led to two unsuccessful attempts to control it via radio frequency and closure by placement of an amplatzer patch in 2009. Since then, the patient has been on vka (for life). An anatomical-pathological examination was performed but has not been provided. Prior to essure insertion, the consumer had regular gynecological follow ups and no remarkable medical history that could foresee such a deterioration of health status. Following insertion of essure inserts, the consumer's health status progressively deteriorated. Placement of the essure device to the right, three visible coils. Placement of the essure device to the left, two visible coils. No incident during the procedure. On (B)(6) 2016 the patient mentions pulsatile tinnitus experienced as a murmur that increases during arrhythmia episodes. The ent examination shows normal eardrums. On (B)(6) 2017, the patient described the discomforts relating to her tinnitus. She characterised them as ¿acute¿, appearing ¿suddenly¿ and with ¿constant¿ progression. Her attention could not be distracted when she felt them. According to the physician, they did not have proof that the implants are responsible for any of the other symptoms. On (B)(6) 2018, the otoscopic examination finds eardrums of a normal appearance. On the other hand, the valsalva manoeuvre is negative on the left side. Treatment with mirena led to very significant bleeding during the 1st month after the placement, as well as abdominal and pelvic pain and significant migraines. Physician thus removed the iud. Total hysterectomy and salpingectomy laparoscopically in a context of menometrorrhagia and pelvic pain in a patient with essure implants diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Audiogram - on (B)(6) 2016: normal audiometry. Biopsy - on (B)(6) 2015: a biopsy curettage of the endometrium concluded that there were no inflammatory, hyperplastic or tumoral lesions. Non-suspicious active folliculinic endometrium. Biopsy salivary gland - on (B)(6) 2015: accessory salivary glands normal. Absence of amyloid deposit. Absence of granuloma. Biopsy skin - on (B)(6) 2016: the histological appearance is that of a discreet, not very specific spongiform dermatitis, but suggesting in the first intent the hypothesis of eczema, or a viral infection. No evidence of pityriasis lichenoides. Body mass index - in 2008: 31. Computerised tomogram - on (B)(6) 2017: no obstruction of sinus or petro-mastoidal infection site. There was no abnormality of the outer, middle and inner ears. Gynaecological examination - in 2015: showed nothing unusual. Hysteroscopy - on (B)(6) 2015: did not find any intracavitary polyp or fibroid. Nuclear magnetic resonance imaging - on an unknown date: a fundal nodular mass of undetermined origin. Sleep study - on (B)(6) 2013: showed ¿sleep apnoea syndrome with an index of 8.6¿. Daily drowsiness with an epworth drowsiness scale score of 17. Ultrasound scan - on an unknown date: showed a uterus measuring 81 x 48 x 55 mm, with adenomyosis. The essure implants appear to be in place, with an endometrium at 10 mm and normal ovaries. There is a left fundular myometrial nodular formation, of undetermined origin; on (B)(6) 2015: conclusion: normal pelvic ultrasound. In particular, fine endometrium and no anomaly of appendages. Most recent follow-up information incorporated above includes: on 26-apr-2019: information received from the attorney via legal department. Patient's information was updated. Past history: migraines with aura, pulmonary arterial hypertension and a strong suspicion of gougerot sjogren syndrome, underwent an appendectomy, an incision in the right axillary fossa for verneuil's disease, she was operated for an atrial septal defect percutaneously with implantation of a device and 4 ablations with radiofrequency for her arrhythmia. Gestity 4, third parity with the history of 3 caesarean sections. The recently performed ultrasound on the patient shows a uterus measuring 81 x 48 x 55 mm, with adenomyosis. The patient also has a pelvic heaviness. The essure implants appear to be in place, with an endometrium at 10 mm and normal ovaries. There is a left fundular myometrial nodular formation, of undetermined origin on the ultrasound report. She also experienced joint and muscle pains, more or less labelled as fibromyalgia. On (B)(6) 2018, the patient experienced significant menometrorrhagia with pelvic pain. Treatment with mirena led to very significant bleeding during the 1st month after the placement, as well as abdominal and pelvic pain and significant migraines. From 13 to (B)(6) 2018, the patient was hospitalized for: total hysterectomy and salpingectomy laparoscopically in a context of menometrorrhagia and pelvic pain in a patient with essure implants. A total inter-ovariohysterectomy with bilateral salpingectomy was performed on (B)(6) 2018. A 41-year-old female patient had mirena (levonorgestrel intrauterine system; ius) inserted and experienced post-procedural haemorrhage, pelvic pain, and menometrorrhagia during the month of use. The patient had essure inserted 6 years before and had already been experiencing menometrorrhagia and pelvic pain/discomfort for an unspecified period of time. Mirena was removed, and the patient had the essure devices removed via total inter-ovariohysterectomy with bilateral salpingectomy; the outcome of the events is unknown. Post-procedural haemorrhage, pelvic pain, and menometrorrhagia are listed according to the reference safety information of mirena. Despite the fact that pelvic pain and menometrorrhagia had been ongoing for some time at the time of mirena insertion, a contributory effect of the ius and a possible increase of symptoms afterwards cannot be excluded (related). Post-procedural haemorrhage is a known possible complication following mirena insertion and, as such, is also assessed as related. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformities data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), the first episode of menometrorrhagia ("menometrorrhagia"), the second episode of menometrorrhagia ("persistent metrorrhagia and abundant menorrhagia"), device dislocation ("left essure is of indeterminate location, relatively distal") and post procedural haemorrhage ("very significant bleeding during the 1st month after the mirena placement") in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system for menometrorrhagia. The patient's medical history included c-section in 1996, c-section in 2001, c-section in 2008, ex-tobacco user (3 pack years, stopped 10 years ago), hidradenitis, ophthalmic migraine, obesity, atrial septal defect in 2008, radiofrequency ablation in 2008, migraine with aura, pulmonary arterial hypertension, appendectomy and abscess drainage (incision in the right axillary fossa for verneuil's disease). Previously administered products included for an unreported indication: kardegic (acetylsalicylate lysine), sotalol (sotalol), previscan (fluindione), flecaine (flecainide acetate), aprovel (irbesartan), plavix (clopidogrel), cardensiel (bisoprolol fumarate) and inexium (esomeprazol). Concurrent conditions included sicca syndrome. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced somnolence ("daily drowsiness"). On (B)(6) 2013, the patient experienced sleep apnoea syndrome ("sleep apnoea syndrome"), 1 year 8 months after insertion of essure. On (B)(6) 2016, the patient experienced tinnitus ("tinnitus of the right ear, pulsatile tinnitus"). On (B)(6) 2016, the patient experienced dry eye ("dry left eye"). On (B)(6) 2016, the patient experienced eczema ("discreet, not very specific spongiform dermatitis, suggesting ¿possible eczema"). On (B)(6) 2017, the patient experienced dizziness ("dizziness"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and the first episode of menometrorrhagia (seriousness criteria hospitalization and intervention required). In 2018, the patient had mirena 52 mg inserted (intra-uterine). In 2018, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced ear discomfort ("left ear being closed"). On an unknown date, the patient experienced the second episode of menometrorrhagia (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria medically significant and intervention required), general physical health deterioration ("health status progressively deteriorated"), adenomyosis ("uterine adenomyosis"), endometriosis ("pelvic endometriosis"), eye disorder ("eyes disorder"), pelvic discomfort ("pelvic heaviness"), fibromyalgia ("joint and muscle pain, more or less labelled as fibromyalgia"), migraine ("significant migraines") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("left fundular myometrial nodular formation"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with amoxicillin sodium; clavulanate potassium (augmentin), beclometasone dipropionate (rhinomaxil), carmellose sodium; glycerol (optive), ciclosporin (ikervis) and surgery (a total inter-ovariohysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. Mirena was removed in 2018. At the time of the report, the pelvic pain, the last episode of menometrorrhagia, device dislocation, post procedural haemorrhage, uterine leiomyoma, general physical health deterioration, adenomyosis, endometriosis, eczema, eye disorder, sleep apnoea syndrome, somnolence, dry eye, tinnitus, dizziness, pelvic discomfort, fibromyalgia, ear discomfort, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, adenomyosis, device dislocation, dizziness, dry eye, ear discomfort, eczema, endometriosis, eye disorder, fibromyalgia, general physical health deterioration, migraine, pelvic discomfort, pelvic pain, sleep apnoea syndrome, somnolence, tinnitus, uterine leiomyoma, the first episode of menometrorrhagia and the second episode of menometrorrhagia to be related to essure. The reporter provided no causality assessment for post procedural haemorrhage with essure. The reporter provided no causality assessment for abdominal pain, adenomyosis, device dislocation, dizziness, dry eye, ear discomfort, eczema, endometriosis, eye disorder, fibromyalgia, general physical health deterioration, migraine, pelvic discomfort, pelvic pain, post procedural haemorrhage, sleep apnoea syndrome, somnolence, tinnitus, uterine leiomyoma, the first episode of menometrorrhagia and the second episode of menometrorrhagia with mirena. The reporter commented: from (B)(6) 2008, the patient was hospitalized for radiofrequency ablation of atrial fibrillation. From (B)(6) 2008, the patient was hospitalized for a second attempt at ablation of atrial fibrillation. An atrial septal defect (asd ¿ ostium secundum of 20 mm) was discovered at 30 years of age that led to two unsuccessful attempts to control it via radio frequency and closure by placement of an amplatzer patch in 2009. Since then, the patient has been on vka (for life). An anatomical-pathological examination was performed but has not been provided. Prior to essure insertion, the consumer had regular gynecological follow ups and no remarkable medical history that could foresee such a deterioration of health status. Following insertion of essure inserts, the consumer's health status progressively deteriorated. Placement of the essure device to the right, three visible coils. Placement of the essure device to the left, two visible coils. No incident during the procedure. On (B)(6) 2016 the patient mentions pulsatile tinnitus experienced as a murmur that increases during arrhythmia episodes. The ent examination shows normal eardrums. On (B)(6) 2017, the patient described the discomforts relating toher tinnitus. She characterised them as ¿acute¿, appearing ¿suddenly¿ and with ¿constant¿ progression. Her attention could not be distracted when she felt them. According to the physician, they did not have proof that the implants are responsible for any of the other symptoms. On (B)(6) 2018, the otoscopic examination finds eardrums of a normal appearance. On the other hand, the valsalva manoeuvre is negative on the left side. Treatment with mirena led to very significant bleeding during the 1st month after the placement, as well as abdominal and pelvic pain and significant migraines. Physician thus removed the iud. Total hysterectomy and salpingectomy laparoscopically in a context of menometrorrhagia and pelvic pain in a patient with essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Audiogram - on (B)(6) 2016: normal audiometry. Biopsy - on (B)(6) 2015: a biopsy curettage of the endometrium concluded that there were no inflammatory, hyperplastic or tumoral lesions. Non-suspicious active folliculinic endometrium. Biopsy salivary gland - on (B)(6) 2015: accessory salivary glands normal. Absence of amyloid deposit. Absence of granuloma. Biopsy skin - on (B)(6) 2016: the histological appearance is that of a discreet, not very specific spongiform dermatitis, but suggesting in the first intent the hypothesis of eczema, or a viral infection. No evidence of pityriasis lichenoides. Body mass index - in 2008: 31. Computerised tomogram - on (B)(6) 2017: no obstruction of sinus or petro-mastoidal infection site. There was no abnormality of the outer, middle and inner ears. Gynaecological examination - in 2015: showed nothing unusual. Hysteroscopy - on (B)(6) 2015: did not find any intracavitary polyp or fibroid. Nuclear magnetic resonance imaging - on an unknown date: a fundal nodular mass of undetermined origin. Sleep study - on (B)(6) 2013: showed ¿sleep apnoea syndrome with an index of 8.6¿. Daily drowsiness with an epworth drowsiness scale score of 17. Ultrasound scan - on an unknown date: showed a uterus measuring 81 x 48 x 55 mm, with adenomyosis. The essure implants appear to be in place, with an endometrium at 10 mm and normal ovaries. There is a left fundular myometrial nodular formation, of undetermined origin; on (B)(6) 2015: conclusion: normal pelvic ultrasound. In particular, fine endometrium and no anomaly of appendages. Most recent follow-up information incorporated above includes: on 14-may-2019: the case will be deleted from bayer pv database. Nullification reason: as per information received from the french health authorities, this case was identified as a duplicate of case 2017-021541. All the information from case (B)(4) has been transferred to case (B)(4). A 41-year-old female patient had mirena (levonorgestrel intrauterine system; ius) inserted and experienced post-procedural haemorrhage, pelvic pain, and menometrorrhagia during the month of use. The patient had essure inserted 6 years before and had already been experiencing menometrorrhagia and pelvic pain/discomfort for an unspecified period of time. Mirena was removed, and the patient had the essure devices removed via total inter-ovariohysterectomy with bilateral salpingectomy; the outcome of the events is unknown. Post-procedural haemorrhage, pelvic pain, and menometrorrhagia are listed according to the reference safety information of mirena. Despite the fact that pelvic pain and menometrorrhagia had been ongoing for some time at the time of mirena insertion, a contributory effect of the ius and a possible increase of symptoms afterwards cannot be excluded (related). Post-procedural haemorrhage is a known possible complication following mirena insertion and, as such, is also assessed as related. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingectomy ("salpingectomy ") and hysterectomy ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required) and hysterectomy (seriousness criteria medically significant and intervention required) and experienced genital disorder female ("gynecological disorders"), gastrointestinal disorder ("gastrointestinal disorders"), rheumatic disorder ("rheumatologic disorders"), throat irritation ("ent disorders"), nasal injury ("ent disorders"), ear disorder ("ent disorders") and general physical health deterioration ("health status progressively deteriorated"). The patient was treated with surgery. At the time of the report, the salpingectomy, hysterectomy, genital disorder female, gastrointestinal disorder, rheumatic disorder, throat irritation, nasal injury, ear disorder and general physical health deterioration outcome was unknown. The reporter considered ear disorder, gastrointestinal disorder, general physical health deterioration, genital disorder female, hysterectomy, nasal injury, rheumatic disorder, salpingectomy and throat irritation to be related to essure. The reporter commented: prior to essure insertion, the consumer had regular gynecological follow ups and no remarkable medical history that could foresee such a deterioration of health status. Following insertion of essure inserts, the consumer's health status progressively deteriorated. Numerous investigations were performed: blood or urine tests, consultations with specialists, x-ray, CT scan, MRI, for months or years, without finding any etiology. The consumer deplored experiencing such events with marked deterioration of their quality of life, psychological impact as well as impact on social, professional and personal life. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.